Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported by correspondence from the FDA that the customer had reported that four days post-operatively to an unknown procedure the patient returned to the ER with a feeling that something was "coming out" vaginally. Upon examination it was determined that a small white cap like piece was present and the piece was removed.